Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4) will not power on with multiple charged autopulse li-ion batteries" was not confirmed during functional testing. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. During visual inspection, unrelated to the reported complaint, noted a cracked front enclosure, likely due to mishandling such as a drop. The front enclosure was replaced to address the observed physical damaged. The data archive shows no discrepancy. The autopulse platform passed the preliminary functional test without any fault or error. The customer's batteries used during the event were not returned for investigation. Following service, the autopulse platform passed the final run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error.

Event description:
During shift check, the customer reported that the autopulse platform (sn (B)(4) will not power on with multiple charged autopulse li-ion batteries. No patient involvement.